Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm or moisture damage inside pump noted. The device was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.